Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Because it was reported that the nc trek was used to treat the left iliac artery, it should be noted that the nc trek instructions for use, nc trek otw, global instructions for use instructs that the nc trek is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the moderately tortuous and heavily calcified left iliac artery, the 4.5 x 15 mm nc trek dilatation catheter was advanced into the patient anatomy to the target site. The trek dilatation catheter balloon was inflated using an inflation device and then deflated without difficulty. The balloon was inflated a second time; however, the balloon could not be deflated. A 6 french sheath was advanced over the expanded balloon and then the expanded dilatation catheter and sheath were removed as a single unit. Dilatation was completed with an unspecified device and an unspecified stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.